Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During evaluation of the device, the service technician noted from the device data that there was a failure of the outlet pressure sensor (error code 86). Error code 86 is a ventilator inoperative code, and it was recommended by the service technician that the printed circuit assembly (pca) be replaced due to this error. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust/dirt contamination. At the request of the customer, the device is to be scrapped.